Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: , UDI#: , implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on aug. 30, 2018 for an advanced evaluation (ae) for fecal incontinence. It was reported that the trial patient¿s wife had ¿cut the wire¿. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The patient¿s wife inquired if they were in any danger and it was advised they contact their clinician. The issue was not reported no resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.